Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving gablofen 500mcg/ml at 100mcg/day via an implantable pump. The indication for use was intractable spasticity. The patient developed swelling at the lumbar catheter site the day of the report. The physician was questioning a csf (cerebrospinal fluid ) leak. The patient was going to have a catheter revision. On (B)(6) 2015, it was reported that it was explanted. Troubleshooting and cause of the issue not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter.

Event description:
Additional information from the health care professional indicated that the pump and catheter were explanted on (B)(6)-2015